Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation - customer returned incorrect meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 68, 79 and 78 mg/dl; customer was also concerned with the back-to-back test results of 68 and 85 mg/dl. The customer¿s expected am fasting blood glucose test result range is 115-120 mg/dl and expected pm fasting blood glucose test result is 162 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 91 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2025 and test strips were opened a few weeks prior to the call. The meter memory was reviewed for previous test result history: result 1: 85 mg/dl , date: on (B)(6) 2024, time: 6:47 am fasting . Result 2: 68 mg/dl, date: on (B)(6) 2024 , time: 6:28 am fasting . Result 3: 107 mg/dl, date: on (B)(6) 2024 , time: 5:31 pm unsure. Result 4: 78 mg/dl, date: on (B)(6) 2024 , time: 7:48 am fasting. Result 5: 96 mg/dl, date: on (B)(6) 2024 , time: 6:26 am fasting. Result 6: 79 mg/dl, date: on (B)(6) 2024 , time: 6:34 pm fasting. Result 7: 78 mg/dl , date: on (B)(6) 2024 , time: 7:48 am fasting.